Manufacturer narrative:
The user facility stated they will not be returning the device for evaluation/testing. The reported malfunction was not confirmed by conmed due to suspect sabre 180 was not returned for evaluation. (Please see attached medical facility record/notes for further details.)

Event description:
During breast augmentation, pt's heart stopped. Pt was revived and taken to the e.r. Pt was stabilized and is doing fine. (Please see attached medical facility record/notes for further details.)